Manufacturer narrative:
Report 1 of 2 investigation details ¿ the customer reported that quality control testing was performed on the days of testing and that the results were as expected. Confirmation was not provided. Reagent storage and handling conditions were as per IFU. The kit of 0.8% resolve panel a lot vra430 was put into use on 13apr2023, over three weeks prior to reported issue. No further detail was provided. According to ortho lot-specific information for 0.8% selectogen lot vs508, cell 1 is positive and heterozygous for the jka antigen and cell 2 is positive and homozygous for the jka antigen. Therefore, the positive and negative reactions obtained are consistent with the expected reactivity of potentially weak anti-jka antibodies. According to ortho lot-specific information for 0.8% resolve panel a lot vra430, cells 2, 4, 5, 6 and 10 are positive and heterozygous for the jka antigen, while cells 8 and 11 are positive and homozygous for the antigen. The other four cells of the red cell reagent panel are negative for jka antigen. Therefore, the negative reactions obtained with all cells was not consistent with the expected reactivity of a patient sample with anti-jka antibodies. As part of the investigation, a review of the manufacturing batch record for 0.8% resolve panel a lot vra430 was performed at ortho¿s manufacturing site. The manufacturing batch record review identified one non-conformance with the lot unrelated to the issue reported by the customer and the affected cell was replaced prior to release. All in-process testing met release criteria and expected reactions were observed for jka during both phases of antigen specificity testing. ((B)(4)) as part of the investigation, retains testing of 0.8% resolve panel a lot vra430 was carried out at ortho's manufacturing site. Retain sample of 0.8% resolve panel a, cell lot# vra430 cells 2, 4, 5, 6, 8, 10 and 11 were tested for the presence of the jka antigen. First the 0.8% retain sample was converted to a 3% cell suspension in ors, ortho resuspension solution, using lot # rs809a, following qat30861 (cell suspension preparation by centrifugation) and qat50015, (0.8% resolve panel a reagent red blood cells (in gel cell diluent)) then tested with ortho reagent anti-jka, as per IFU tube method. After a five-minute room temperature incubation, reactions ranging from 2.5+ to 3.5+ were observed. Results meet specifications, as per qat50015, a minimum reaction of 2+ is required. The issue reported by the customer could not be reproduced. ((B)(4)) a review of the worldwide complaint database for complaints associated with 0.8% resolve panel a lot vra430 was performed. No other similar complaint was identified for falseneg or related call areas. No trend or systematic failure of this reagent lot was identified. ((B)(4)) the assignable cause of the discrepant antibody identification results obtained by the customer for the two patient samples could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events. Investigation summary: discordant negative antibody identification results for 2 patients having an anti-jka antibody were reported. The assignable cause of the discrepant antibody identification results obtained could not be determined. No general product failure is identified. No biased results were reported to physicians. No patients were harmed.

Event description:
Mxp2526921 ra602203 complaint description ¿ on (B)(6) 2023, a customer contacted ortho care tsc to report two patients identified to have anti-jka producing false negative reactions with all jka positive donors of 0.8% resolve panel a lot vra430 (expiry 16may2023) on the ortho vision 50004272. Initial antibody screen testing with 0.8% selectogen lot vs508 (expiry 16may2023) produced positive reactions and repeat antibody identification testing performed with 0.8% resolve panel c, both treated and untreated, lot vrc309 (expiry 16may2023) produced results consistent with anti-jka. Quality control testing was acceptable. Complainant/complaint reporter: (B)(6) ¿ laboratory supervisor (B)(6) event occurred on (B)(6) 2023, reported 16may2023. Reagents: 0.8% resolve panel a lot vra430, expiry date 16may2023. Mts anti-igg card lot not provided. Other reagent(s): 0.8% resolve panel c lot vrc309, expiry date 16may2023. 0.8% selectogen lot vs508, expiry date 16may2023. The customer reported that on 09may2023, they tested two patient samples for antibody screening in indirect antiglobulin test (iat) using 0.8% selectogen and mts anti-igg card on the ortho vision and they obtained positive reactions (1+ reaction strength) with cell 2 and a negative reaction with cell 1 of the red cell reagent. As per the antigram, cell 1 is positive and heterozygous for the jka antigen and cell 2 is positive and homozygous for the jka antigen. The customer reported that during the same period, they also tested these patient samples for antibody identification in indirect antiglobulin test (iat) using 0.8% resolve panel a and mts anti-igg card on the ortho vision and that they obtained negative reactions with all 11 cells of the red cell reagent for both patients. The customer performed additional testing on 11may2023 for antibody identification in indirect antiglobulin test (iat) using 0.8% resolve panel c and mts anti-igg card on the ortho vision and they obtained positive reactions with jka positive donor cells. As per the antigram, 0.8% resolve panel c cells 1, 3, 4, 5, 7, 9 and 11 are positive for jka. Cells 1 and 7 are homozygous, while cells 3, 4, 5 and 9 are heterozygous for jka. All other cells are negative for the antigen. Patient a: (B)(6) cell 1 ¿ 1+ treated and untreated cell 7 ¿ 3+ treated and 1+ untreated all other panel cells negative. Patient b: cell 1 ¿ 1+ treated and untreated cell 3 ¿ 1+ treated and untreated cell 7 ¿ 2+ treated and 1+ untreated all other panel cells negative. Based on the reactions observed with the 0.8% selectogen and 0.8% resolve panel c, anti-jka was identified for both patients. The customer reported that both patients had been transfused in the last three months, no details provided. Both patients had previously negative antibody screen results with no history of antibodies for either patient. No biased results were reported to physicians. No patient was harmed as a result of the false negative results.